Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited impedance >3000, also on value at 2182 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).